Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the dealer states left motor is intermittently cogging/pulsing after driving short distances.